Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: the customer reported low readings with 2 adc freestyle libre sensors. The customer reported an instance in which he received a scan reading of 43 mg/dl, as compared to competitor meter readings of 440 mg/dl and 435 mg/dl. The customer further noted this same issue occurred with the second sensor. However, there was no report of third-party intervention required due to the reported product issues. Based on the information provided, there was no report of serious injury associated with this event.